Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support (cts), it was reported that the luer lock was leaking. The customer was able to observe insulin drops after cts reminded the customer to ensure the luer lock was properly tightened and secure. The customer's blood glucose level was 120 mg/dl.